Event description:
Acct reports that the filter appears cracked and resulted in leaking. States the issue was not discovered immediately, but about 10 minutes after use on a neonate when the nurse returned to the room and noted that there was blood backed up into the IV line. No injury to the pt, or medical intervention needed. Info rec'd via mandatory medwatch: leaking of intravenous line due to crack/disconnect in tubing. This occurred on 3 separate occasions (2 patients) with nicu pts, one of which required a blood transfusion as a result of the leakage.